Manufacturer narrative:
Report inconclusive. No evaluation could be performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. This is a known failure mode that could occur due to excessive pressure, such as bending or prying, on dissecting tools. The user manual contains the following warning "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff." We will continue to monitor this complaint type for trends. (B)(4).

Event description:
It was reported that "the surgeon was performing a craniotomy and the tapered tool broke, both pieces of the burr were removed successfully from the patient and no harm or adverse reaction to the patient. Another burr was opened and the procedure was completed."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.